Event description:
According to the reporter, during a procedure, the load did not trip when connected to stapler for use, and the device did not fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the load did not trip when connected to stapler for use, and the device did not fire.